Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose of 469 mg/dl. Customer was treated with manual injection and insulin pump. Customer also had blood glucose at time of incident of 468 mg/dl and current blood glucose was 424 mg/dl. Customer stated that infusion set tubing had air bubble. Insulin pump will not be returned for analysis.